Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the patient received a transplant on (B)(6) 2013. At the time of the transplant, a small ring of thrombus was found at the inflow bearing.